Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device powers off without user input which was reproduced. The device powered off without user input during device evaluation. Device powers off without user input was verified through occurrences of "improper shutdown!" Events in a review of the event history log and found to be caused by a failed customer's power cord which was found to intermittently fail. The power cord was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. There was no patient involvement. No additional information is available.